Manufacturer narrative:
The device was returned for evaluation. A visual inspection was performed. The front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay. The internal inspection showed that there was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The simulated treatment was performed and completed without any failures or problems. The system air leak and valve actuation tests passed. A DHR review on (B)(6) 2017 found no other related problems to the reported complaints.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the manufacturing plant's investigation. Although a temporal relationship between the diagnosis of peritonitis and the fresenius products exists, there is no documentation that indicates there is a causal relationship between the fresenius products and the episode of confirmed peritonitis exists. The clinic nurse was unable to provide the etiology of this peritonitis episode and commented that it may be secondary to a generalized anti-inflammatory process.

Event description:
A peritoneal dialysis (pd) patient reported an unrelated cycler issue. Additional information was received during a follow-up call with the pd nurse from the clinic and discovered that the patient presented to the clinic on (B)(6) 2017 abdominal pain and had cloudy pd fluid. The patient was treated with vancomycin, 1 gram (gm) through an intra peritoneal (ip) one time dose. Additionally, an effluent culture was performed, reported results were greater than 5,728 white blood cell (wbc) count, no organism found on preliminary report, and no growth after 48 hours. The patient was administered an additional one time dose of vancomycin 1 gm ip, a repeat effluent culture was performed at the clinic as well as a cell count/gram stain. The patient still continued to experience abdominal pain but the fluid is clear (previously cloudy before diagnosis). During a follow up call with the pdrn, it was revealed and additionally clarified that the patient¿s repeat (second) effluent pd fluid culture showed that the wbc count decreased to a reported 214 and gram stain showed a few nonspecific (a specific cells), no bacterial growth or organism. Additionally, the pd nurse stated that the patient received 2 doses of vancomycin ip at separate time intervals as the course of treatment. The pdrn stated the etiology of this episode of peritonitis is unknown, patient maintains compliance with proper aseptic technique during pd treatments, and in lieu of the first reported wbc count (highest she has seen) suspects the patient has some type of inflammatory process. The patient did not have an elevated temperature (afebrile) and continues with ccpd therapy.